Event description:
It was reported that the user experienced a low blood glucose event after a larger, protein-forward meal while using dexcom g6 with the ilet system, with hypoglycemia confirmed by fingerstick and real-time glucose monitoring; the user previously required ambulance assistance for a hypoglycemic event without subsequent hospitalization. Symptoms included hypoglycemia requiring treatment. Outcomes included the need for oral glucose administration and monitoring until glucose returned to the normal range. Investigation included user troubleshooting and education on treating low glucose and potential postprandial effects of protein-heavy meals. Investigation of this case revealed no device malfunction reported and a cause that remained unclear. It was concluded that the event was consistent with hypoglycemia of unclear cause with appropriate user-directed treatment and no hospitalization. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.